Event description:
Faciliiity alleges headers cracked during dialysis, causing blood leak. Rn reports circuit discarded. Eblll 7100cc. 19th usee.dialysiss resumeeeed with new dialyzer. No further medical intervention required.